Event description:
During a follow-up in clinic, a loss of sensing was observed on the right atrial (ra) lead. Diagnostic imaging was performed and a dislodgement of the ra lead was confirmed. The device was reprogrammed to resolve the event. The patient was stable.